Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker showed signal over sensing at the rv lead channel when analyzing a sudden brady response event. There was an old alert of a lead safety switch (lss) for pacing impedances high, out of range. There were also some pacemaker mediated tachycardia episodes recorded. Reprogramming option was suggested at an upcoming clinic follow up. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in (B)(6) 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker showed signal over sensing at the rv lead channel when analyzing a sudden brady response event. There was an old alert of a lead safety switch (lss) for pacing impedances high, out of range. There were also some pacemaker mediated tachycardia episodes recorded. Reprogramming option was suggested at an upcoming clinic follow up. Additional information has been received mentioning that the rv lead and the pacemaker have been explanted at a surgical intervention. No information on any of the devices being returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker showed signal over sensing at the rv lead channel when analyzing a sudden brady response event. There was an old alert of a lead safety switch (lss) for pacing impedances high, out of range. There were also some pacemaker mediated tachycardia episodes recorded. Reprogramming option was suggested at an upcoming clinic follow up. The rv lead and the pacemaker remain in service. No adverse patient effects were reported.